Event description:
I have been using dexcom cgm (continuous glucose monitoring devices since around 2012. I've been a diabetic since 1981. Currently, my mobile phone is part of the solution which has three fundamental components: sensor - this is a device which I replace weekly and is about the size of a half dollar. I attach it to my stomach via built in adhesive tape and it has a wire which is inserted under the skin as part of the weekly replacement routine; transmitter - this device is what I consider the brains of the operation it. It was a life of about 3 months and snaps on top of the sensor. There are two contacts on the transmitter and the sensor, and I assume chemical changes picked up by the subcutaneous wire are sent via electric signals to the transmitter which translates them into blood glucose a.k.a blood sugar readings; receiver/mobile phone app - the transmitter sends info to my mobile phone via a bluetooth network connection. The mobile phone app decodes the info and graphically displays my blood sugar 24 hrs a day in graphical form. It's remarkable technology. Prior to using the mobile phone app, I used a proprietary dexcom receiver. This device did exactly what the mobile phone app does - decodes info from the transmitter and display it graphically. I have three issues and hope you'll see, the third is the most critical. I am accustomed to receiving alerts on my mobile phone app 14 days and 7 days before the transmitter reaches end of life. Part of it is a battery and it just runs out of juice. On sunday (B)(6) I was notified that my transmitter had expired and I should install a new one. The problem was that, not having received the 14 and 7 day alerts, I had not placed an order and thus, had no new one to install. I called dexcom technical support and the bottom line was that the transmitter had surely expired and I needed a new one. I really think there is a technical defect somewhere that was the root cause of me not getting the 14 and 7 day warnings but I chose not to pursue it. Issue - the technical support analyst told me he could not order a replacement transmitter and that I'd need to place an order with the sales dept which would open 9 am est on monday. I really don't understand this because the technical support analyst can order replacement sensors. The most critical issue follows: I spoke to a woman on monday morning, she took my order for two replacement transmitter (B)(6) out of pocket. Due to the urgency - I was without my dexcom gcm system for days and was using my old method of finger stick checking which I really had not done on a regular basis since 2012. I asked her for overnight shipping. She specified this via (B)(6) and said I should have the new transmitters by noon on tuesday (B)(6). Coincidentally, I received an email on monday from dexcom directing me to call customer service as there had been a problem with my automatic reorder for sensors. Please note - this email was about a sensor order which automatically happens every 90 days so as to keep me supplied with sensors I called tuesday morning at 11:30 am and explained to the young man that I was calling as directed by an email about my sensor order. Long story short he did some checking and said there had been a hold of some sort on my order and he did what was needed to release the hold and told me my sensor order should be on its way. He saw I had a transmitter order so he said he'd check on its status. He then told me there is a (B)(4) unit backlog of transmitter orders and that I should really not expect my replacement transmitters for a week. Moreover, he said that I would not be contacted by dexcom and that 'my best bet' is to call on friday and check for myself on the status. He said "upper management knows about the problem." The fact that this man knew of this issue and the lady who took my order - my urgent order, my urgent order - 24 hrs previously did not is derelict.